Manufacturer narrative:
The reported events of low pacing impedance, failure to capture and r-wave amplitude variation were confirmed. As received, a complete lead was returned in one piece. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. Electrical testing of the lead found an internal short due to the over torqued inner coil in the connector region. The cause of the reported events was isolated to the over torqued inner coil.

Event description:
During implant procedure, decreased pacing impedance, increased capture thresholds resulting in loss of capture, and decreased sensing were observed on the right ventricular (rv) lead. The rv lead was not implanted, and a new rv lead was successfully implanted to resolve this event. The patient was stable.